Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions, ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella rp device for mechanical circulatory support. It was reported that shortly after implantation, there was concern about right femoral vein oozing. The vascular team placed an additional stitch which stopped the bleeding. The patient was successfully weaned from the impella and the device explanted. The patient remained on extracorporeal membrane oxygenation support.